Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated, and the reported entrapment of device or device component in this incident appears to be due to a combination of patient morphology/pathology (rotated heart and previously implanted clip) and user technique/procedural circumstances (difficult visualization). The reported patient effect of foreign body in patient appears to be related to the procedural circumstances of the clip becoming entangled in the chordae. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other mitraclip system clip delivery system referenced is filed under a separate manufacturing report number.

Event description:
This report is filed since the mitraclip (cds (B)(4)) became stuck on subvalvular tissue and was deployed in an unintended area, the lateral commissure. It was reported that on (B)(6) 2017, the patient presented with mitral regurgitation (mr) grade 4, anterior leaflet 2 prolapse and a rotated heart. One mitraclip (cds (B)(4)) was implanted, reducing mr to grade 3. On an unspecified date, the patient became symptomatic again and mr had increased. The mitraclip remained stable and well seated on the leaflets, however, the etiology of the increased mr is reportedly unknown. On (B)(6) 2017, a second mitraclip procedure was performed treating mr grade 4+. The rotated heart and previous mitraclip implantation made this second case challenging. Reportedly, the imaging was challenging due to the anatomy. The first clip delivery system (cds (B)(4)) advanced to the mitral valve and became stuck on the subvalvular lateral chordae in the left ventricle. After using standard troubleshooting, it could not be confirmed if this mitraclip was fully freed from the subvalvular tissue; therefore, the mitraclip was deployed at the lateral commissure, an unintended area of the mitral valve. Reportedly, there was no tissue or leaflet damage. As treatment, a second cds was successfully deployed next to the index mitraclip that had been implanted on (B)(6) 2017. Mr was reduced to grade 2+. There was no clinically significant delay and there was no adverse patient sequela. There was no additional information provided regarding this issue.